Manufacturer narrative:
H.6. Investigation summary: catalog: 442021, batch no. 2129123. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Upon further evaluation it was noticed that complaint received was from a product already expired. Investigation cannot be conducted to the retention samples since the product is already expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.

Event description:
Report 1 of 7: it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), customer had 7 molecular false positives. Customer is unsure about any treatment change. The following information was provided by the initial reporter: created on: 2023-10-13 20:32:38. Call activity comment: patient # 1: biofire result: e. Coli and c. Tropicalis. Biofire cat # rfit-asy-0147, lot # 1211323. Culture result: e. Coli. Sequence #: (B)(6). Customer corrected # of erroneous results reported: only patient # 1 was reported. Customer reports 7 molecular fps.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Medical device lot # 2129123. D.4. Medical device expiration date: 28-feb-2023. H.4. Device manufacture date: 20-may-2022.

Event description:
Report 1 of 7 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), customer had 7 molecular false positives. Customer is unsure about any treatment change. The following information was provided by the initial reporter: created on: 2023-10-13 20:32:38. Call activity comment: patient # 1: biofire result: e. Coli and c. Tropicalis. Biofire cat # rfit-asy-0147, lot # 1211323. Culture result: e. Coli. Sequence #: 446593007413. Customer corrected # of erroneous results reported: only patient # 1 was reported. Customer reports 7 molecular fps.

Event description:
Report 1 of 7. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), customer had 7 molecular false positives. Customer is unsure about any treatment change. The following information was provided by the initial reporter: created on: 2023-10-13 20:32:38, call activity comment: patient # 1: biofire result: e. Coli and c. Tropicalis, biofire cat # rfit-asy-0147, lot # 1211323, culture result: e. Coli, sequence #: (B)(6), customer corrected # of erroneous results reported: only patient # 1 was reported. Customer reports 7 molecular fps.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.